Event description:
The rca was predilated with a maverick balloon multiple times and then the cutting balloon was used. When withdrawing the cutting balloon it caught on a previously placed stent in the rca. The physician tried multiple times to remove the cutting balloon, but was unsuccessful. The pt was sent to surgery for removal.